Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet, with blood glucose reportedly in the 40s and a brief loss of consciousness, after which the user recovered without medical attention and discontinued pump use. Symptoms included low blood glucose and transient loss of consciousness. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included complaint intake and review, with cause reported as unclear and no troubleshooting performed. Investigation of this case revealed no confirmed device malfunction and no device component issue identified due to lack of returned product or troubleshooting data. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.